Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller and u3 chip were replaced. The system was tested and operates as intended.

Event description:
The customer reported the image was displayed with vertical lines present. No pt injury was reported.